Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The indication for the procedure was old myocardial infarction (omi). The lesion was located in the moderately tortuous and calcified left anterior descending (lad) coronary artery. The maverick2 monorail balloon ruptured at 12 atms on the initial inflation. Resistance crossing the lesion was reported. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."